Event description:
The u.s.food and drug administration approved rxsight, inc. Light adjustable lens and light delivery system on november 22,2017. Placement of the rxsight, lal, it is documented that you must have at least 7mm of the pupil to dilate. I do not dilate above 6.5mm. Dilation needs to extend to end of the lens to see the retina and lens to start the adjustments and the "lockin" procedure. The lens therefore, causes flaking off of the green pigment and melanin which now pulls forward blue tones. Retina needs melanin to function properly. No pigment means no protection from uv light or sunlight causing extreme sensitivity when outside and especially driving a car. After 20 minutes or so, I must pull off the road and apply eye drops, because of blurriness and pain. When left unattended, can cause blindness. It is not FDA approved to change the color of your eyes, yet, my surgeon, dr. (B)(6), at (B)(6), states he does not know how this happened. He has never once, asked to see me or find out how this happened. I have permanent damage to my eyes that cannot be reversed. I have to live with the results and pain for the rest of my life. It should have been reported to you, as this is a result that is not supposed to happen. Please, help me. I have begged dr. (B)(6), to help me as I need to know how to take care of my eyes in the future. His response was to dismiss me from (B)(6) and will no longer want to see me as a patient. Which is unethical. I had to get another ophthalmologist to help me as I had flashes and floaters which could result in a tear of the retina. I was deserted by dr. (B)(6) at a time the results could have been devastating, I could have been blind if the retina was starting to tear. Please help me, and by reporting this, I will help future patients not go through the anxiety and pain. Cause of the problem is--- no one will tell me how this happened? There needs to be documentation that it did happen. So, the patient is informed of the results. And, I would have never had the lens inserted if I knew that my beautiful green eye color could be gone. That is my identity and my heritage that I was stripped of. I look in the mirror, and I do not know who that is; my identity is stolen. The pain with the sensitivity is painful. My life as I knew it has changed. Thank you for your time and expertise in this matter. If you need further documentation, I will be happy to submit them. My driver's license and pictures are all documented with hazel-green eyes. Which again, I had pigment and melanin present. I had protection before the lens implant'. Dr. (B)(6) and rxsight has been informed of the results of my procedure. Neither has tried to help me, or find out , what happened? Delivery device was used for adjustments and lockin procedure. Uv light. Ref report: mw5170659.